Manufacturer narrative:
The lot was manufactured from november 26, 2020 - november 27, 2020. H10: two (2) actual samples were received for evaluation. The fill port tubing was cut where the customer emptied the contents. A visual inspection was performed along with magnification and no particulate matter (pm) was observed; possibly due to the pm being emptied out with the solution when the customer drained the contents. However, photographs of the samples were provided which revealed a floating particulate matter inside the bags. The reported condition was confirmed in the photographs; however, non-confirmed in the actual samples. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in two(2) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This issue was identified prior to patient use. There was no patient involvement. No additional information is available.